Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. A caregiver reports that the customer received lower adc device scan result of 53 mg/dl compared to blood glucose reading of 300 mg/dl obtained on an adc meter device and the results, when plotted on a parkes error grid, fall into the "d" zone, showing the difference in values to be clinically significant. The length of sensor wear was 8 days. The did not specify the symptoms experienced by the customer but reported that the customer self-treated by administration of increased dose of insulin (dose/type unspecified). Adc customer service attempted to contact the customer to gain additional details regarding this event, however all follow-up attempts were unsuccessful. There was no report of death or permanent impairment associated with this event.